Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test due to no button response. The pump was received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and broken battery tube threads.

Event description:
The customer reported of a button error from the insulin pump.